Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Imaging and further testing is considered but no date has been scheduld yet.

Event description:
The user currently has no hearing perception with the device and channels with abnormal impedances were found. Diagnostic imaging and expert measurements are considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing shows channels with high impedance and the user currently has no hearing perception.